Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the experienced failure to detect an upstream occlusion which was reproduced. Evaluation found the pump failed to detect an upstream occlusion at the 40 ml/hr and the 100ml/hr rates. The cause could not be found due to an error made at the time of evaluation. Once the error was recognized the device was no longer in its as received condition. The upstream sensor was replaced to ensure proper functionality.

Event description:
During baxter's functionality testing of a spectrum pump the device failed to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4).